Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored pacemaker mediated tachycardia (pmt) episodes containing farfield oversensing on the right atrial (ra) lead channel with intermittently small r-waves less than 3 mv. None of the stored pmt episodes were true pmt, and all reviewed episodes showed a sinus rhythm at the maximum tracking rate. Stored events showed appropriate right ventricular (rv) sensing and pacing, and the device rv paced 100 percent. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.